Event description:
It was reported that this right atrial (ra) lead was explanted less than a year after implant due to an unknown product performance issue. A new ra lead was successfully implanted. No additional patient adverse effects were reported.